Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, vio dv integrated electrosurgical unit (iesu) had multiple errors. Intuitive surgical, inc. (Isi) representative received phone assistance from technical support engineer (tse). Prior to the phone call, site had used a third-party esu to continue with the procedure. Tse confirmed reviewed logs and found u-04 and m-35 errors. Error u-04 could be resolved with a power cycle, and error m-35 was related to the surgeon attempt to activate energy with an instrument not being installed on the universal surgical manipulator (usm). The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) contacted clinical territory associate (cta) for troubleshooting. External energy pedals in the vision side cart (vsc) were appeared to be depressed. Cta moved pedals to ensure they were not being depressed. Cta then removed and reseated ac power connection on vio dv integrated electrosurgical unit (iesu). After, vio dv iesu powered up without issue. Fse confirmed no further errors in the logs. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.